Manufacturer narrative:
The reported field event of difficulty inserting the rv df4 lead and high lead impedance was confirmed in the laboratory. Visual inspection identified epoxy in the rv df4 lead bore, which prevented the lead from fully inserting into the header and resulted in the reported field event.

Event description:
It was reported that during implant, the header port would not fully accept the lead. When the setscrew was tightened high, out of range hv lead impedance was noted. A new lead was connected to the device, but the result was the same. A new device was successfully implanted. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.